Manufacturer narrative:
Device received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify failed battery alarm due to blank display anomaly. Device received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Device received with cracked battery tube threads, fading serial number label missing display window cover and cracked case corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not accepting any batteries and not turning on. Customer stated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.